Event description:
The customer reported that the overview alarms did not work.

Manufacturer narrative:
There is no indication that the bedside monitor alarms were not functioning as expected. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).